Event description:
Caller reported that the pump screen was gray, lit up, but had no picture, which affected the customer's ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump, ensuring that the caller was instructed on putting the pump into storage mode and returning it to tandem with the provided return box and pre-paid label. Cts sent a replacement pump and advised the caller on programming their pump settings and connecting their cgm to the replacement pump. Customer reverted to an alternative method of insulin therapy.